Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported inability removing the gripper line was likely related to the user error of removing the cds prior to removing the gripper line. The inability removing the gripper line resulted in the slda leading to incomplete coaptation. It should be noted that in the mitraclip instructions for use instructs the user to remove the gripper line prior to removing the cds and the warnings section warns that failure to follow all instructions, warnings and precautions may lead to device damage, user injury, or patient injury. The reported patient effects were result of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the difficulty removing the gripper line and the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was deployed on the mitral valve leaflets without issue. However, the gripper line was not removed prior to removing the mitraclip delivery system (cds) from the steerable guide catheter (sgc). Through the sgc, the gripper line could not be removed. While attempting to remove the gripper line, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to 3-4. The sgc was removed and two small guide catheters were advanced over the gripper lines successfully removing the gripper line. The delay of this procedure was approximately one hour. Two additional clips were implanted to further reduce the mr and to stabilize the implanted clip. Mr was reduced to 1-2. There were no adverse patient effects. There was no additional information provided.